Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices are pending evaluation. Evaluation results findings (components/results). 3 devices: appropriate term/code not available / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 3 malfunction event(s), where it was reported the device experienced unintended direction of the zoom; unintended motion or unintended excessive speed of the zoom. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
This report now summarizes 2 malfunction event(s), instead of 3.

Manufacturer narrative:
The devices that were pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results). 1 device: cover/device migration. 1 device: sensor/device migration. The device that was pending was evaluated and it was determined the device experienced noise, which is not reportable.